Event description:
It was reported that during implant, the physician tried to implant the lead but said that the tip was "floppy." The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix mechanism. The analyst commented there were no anomalies relating to a "floppy tip" observed.